Event description:
Additional information was received indicating surgical intervention was undertaken wherein the impeded leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Corrected data: b5 and h6 medical device problem code.

Event description:
Information indicates that the leads had migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50a , UDI:(B)(6), serial: (B)(6), batch:9171081

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient experienced ineffective therapy due to high impedances on two of the leads. Reprogramming was unable to resolve the issue. Investigation was unable to determine which two leads had high impedances.